Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer was unresponsive due to loss of consciousness. The customer was unable to self-treat requiring a third-party to provide honey and sweetened food for treatment. The customer received an adc device scan result of 30 mg/dl and was not notified due to sensor error message. The customer eventually regained consciousness and reportedly experienced symptoms described as "tingling sensation in the mouth and feeling unwell". The customer had contact with a healthcare professional (hcp) who reduced the customer's dose of long-acting insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation is in progress. No corrective actions have been taken at this time. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date of event is unknown; the date provided was "at the beginning of april". The date entered in section b3 was "(B)(6) 2026."

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer was unresponsive due to loss of consciousness. The customer was unable to self-treat requiring a third-party to provide honey and sweetened food for treatment. The customer received an adc device scan result of 30 mg/dl and was not notified due to sensor error message. The customer eventually regained consciousness and reportedly experienced symptoms described as "tingling sensation in the mouth and feeling unwell". The customer had contact with a healthcare professional (hcp) who reduced the customer's dose of long-acting insulin. There was no report of death or permanent impairment associated with this event.